Event description:
Customer called to report high bgs for a few days. It was stated that the customer had problems with pump in the past. High bgs were treated with a manual injection. Customer declined any troubleshooting and requested a replacement pump.